Manufacturer narrative:
(B)(4). A visual inspection of the returned device showed no anomalies. A torque test was performed on the received sample and readings were found to be within manufacturing specifications. The device's dimensions were also found to be within manufacturing specifications. The reported event was not duplicated during testing.

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating "the inner cannula is impossible to lock in the tracheostomy tube" during an unknown procedure. Recannulation of the patient was required. There is no report of serious injury or death associated with this event.